Manufacturer narrative:
(B)(4). Batch # l5133d. Cartridge damaged. The analysis results found that a sr75 reload was received with both gripping surfaces broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a bowel anastamosis procedure, the cartridge was being loaded under the supervision of the sales rep and the two removing wings snapped off. Another cartridge was retrieved, loaded into stapler and procedure completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: did any pieces fall into the patient? The stapler was being loaded over sterile field. If yes, were they retrieved? N/a. Will all pieces be returned with the device? Not all just the cartridge 2 tiny plastic edges accidentally thrown out. If no, how were they disposed of? In medical waste bin.